Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi injector and the lens exited the injector too quickly and went through the posterior capsule. The lens was removed and a lens was placed in the sulcus. In the surgeon's opinion, it was due to the design of injector/iol. Patient's bcdva in 2006 was cf, prognosis is good. Further information has been requested, but none forthcoming. If more information is received, a supplemental manufacturer report will be sent.